Event description:
The customer reported that the system failed to boot and exhibited a non-recoverable loos of functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The workstation boards and connectors were reseated into the backplane. The system was tested and found to be working as intended and put back into service.